Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device powered on to the main screen, then the display went blank followed by an alarm state of 1 long beep and 3 short beeps. A misaligned ib/conb flex cable prevented the device from completing its power-on sequence.

Event description:
The customer reported the rad-97 "does not stay on." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-97 "does not stay on." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text: device not returned.